Event description:
Info received indicates during a preventive maintenance check, the tech found the right head brake caster would continue to swivel with brake set.

Manufacturer narrative:
The tech found the caster was worn. He replaced the caster to repair the bed.